Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer's blood glucose value was unknown. It was reported that insulin pump was blank and just vibrating and a red flash and took battery out several times but was still vibrating and flashing and cannot make it to go off. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. It was reported that insulin pump has been exposed to moisture like going swimming with it. The device will be returned for analysis.